Manufacturer narrative:
An analysis of the device was not conducted because the device was not returned for investigation. The console logs were reviewed and there were no alarms related to drug delivery. The reported problem was not confirmed. The device history record and manufacturing process was reviewed, and inspection report shows that no specific manufacturing yield issue were reported similar to the reported complaint condition. Quest medical will continue to monitor complaints for trends.

Manufacturer narrative:
The device has not been returned for investigation. A follow-up report will be submitted after investigation is completed.

Event description:
The report states that additive was working fine but on the last couple doses, it was not working anymore and no additive was being added. The additive had to be manually delivered to the patient. There were no patient complications resulting from the issues.